Manufacturer narrative:
Information is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the surgeon could not access the port on a pt who had a band implanted in '08. X-ray testing showed that the port had flipped. No other info is available at this time.